Event description:
A patient reported after about a month they started noticing the implant was pressing on the nerve or a muscle and giving her severe pain. On (B)(6) the implantable neurostimulator (ins) was moved to a different spot and it resolved the pain.

Event description:
The patient stated she had implant replaced in (B)(6) 2016 and the incision has healed but was still experiencing pain on that side of her butt. Patient stated pain was really down on her thigh on her right leg. Patient stated she called the health care provider (hcp) and hcp stated it sounds like patient would need a new program. Patient services verified and stated this was not pain from stimulation. Patient stated she needed help changing programs. Patient was on program 4 at 3.2v. Confirm ins status with pp with the therapy on. Consider decreasing amplitude eliminated the uncomfortable stimulation. The patient decreased stim down to 2.5 and stated pain went away. The patient stated she wanted to try a different program and patient was able to change to program 1 and increased stim to 1.1v. Patient confirmed she was not experiencing pain and felt comfortable stim. Patient stated pain went away after decreasing and changing programs. Patient stated she would monitor to see if pain has completely gone away. The event occurred not long ago after her replacement surgery and confirmed (B)(6). Additional information indicated on (B)(6) 2016 that patient stated they had to move the current battery because it was causing her pain. The patient stated they started to have pain (B)(6) 2016. Patient stated the battery that was implanted in april shifted and was giving her pain so they put a new one in, were the steps to resolve the pain were putting in a new battery. Information reported on (B)(6) 2016 later indicated that patient wanted to correct some incorrect information she had provided a day prior to follow up call. Patient stated she thought the health care provider (hcp) used a new battery (ins) when he did the surgery on (B)(6) 2016 but he did not. He relocated her ins that was placed in (B)(6). It was no longer on the nerve that was causing pain. Patient stated it was wonderful, she has no pain. The patient went to the hcp a day prior to this call and was released after surgery. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.